Event description:
It was reported that the hub separated from the bd insulin syringe with the bd ultra-fine¿ needle when the "tight" shield was removed during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported needle shields fit tight. 2 of these syringe needle hub removed with shield".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned one (1) 0.3ml bd insulin syringe from an open polybag from lot 9210500. Consumer reported needle shields fit tight; 2 of these syringe needle hub removed with shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 9210500 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200840071] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #75252 was for raised hubs. The guide was out of adjustment. Corrective action: the guide was adjusted. CAPA#1122103 was initiated.

Event description:
It was reported that the hub separated from the bd insulin syringe with the bd ultra-fine¿ needle when the "tight" shield was removed during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported needle shields fit tight. 2 of these syringe needle hub removed with shield"

Manufacturer narrative:
H.6. Investigation summary : no samples (including photos) were returned as of 8 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9210500 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200840071] noted for out of spec shield pull investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description : root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the bd insulin syringe with the bd ultra-fine¿ needle when the "tight" shield was removed during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported needle shields fit tight. 2 of these syringe needle hub removed with shield"